Event description:
Procedure: lap colon, reportedly, during use the latch broke and a metal piece dropped into the surgical area. The piece was retrieved and the surgeon used another device to finish the procedure.